Event description:
On january 23, 2007, the healthcare professional/reporter, the pt's nurse, contacted lifescan (lfs) alleging the one touch surestep enchanced meter would not power on. Six days later, the medical affairs specialist (mas) spoke with the pt to obtain and verify information; however, she refused to answer all questions. The mas also reviewed the recorded telephone call. On an unspecified date in 2006, the pt noted the reported meter would not power on; she was unable to obtain a blood glucose reading. Following the use of the meter, the pt experienced the symptom of unconsciousness. The pt's family members did not take any action to treat the pt, and called emergency services. When the paramedics arrived, the pt's blood glucose level was tested to be 35 mg/dl. The pt was treated with food and sugar water, and was transported to the hospital. The pt was admitted to the hospital. On the day of the event, the pt had taken her usual meals and medications. The pt was unable to state the length of time the meter would not power on. The pt continued to take her normal meals and medications during the time period the meter would not power on. The pt takes the oral diabetes medications glucophage (metformin) three times per day, dosage unknown, and another unspecified medication twice per day. It would have been helpful to determine the date and time of the event and when the meter issue began, the pt's blood glucose readings and treatment in the emergency room, the pt's expected blood glucose readings, her specific medication regimen, if the pt ever adjusted her medication doses based on meter readings, her admitting diagnosis, and her other medical conditions. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt had not replaced the meter's batteries according to the manufacturer's recommendations. According to the owner's booklet for this meter, the expected battery life is approximately 18 months. The meter, test strips and control solution were replaced. The events leading to the pt's symptoms of unconsciousness and hypoglycemia are unknown. It is not known for how long the pt had not been able to obtain actionable blood glucose readings using the reported meter due to a power issue. Although the pt had not replaced the meter's batteries, she was unable to test her blood glucose level, passed out, and received emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.